Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection found it to be in good physical condition. Device underwent functional testing; unable to confirm the reported customer complaint.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect malfunctioned. During the use of the product, the customer noticed a ventilatory insufficiency occurred in the patient. So the customer replaced the inner cannula with a non-smiths' (a mera sofit). After that, the situation got better. No patient injury.